Event description:
It was reported that this patient passed away. Information identified in the paperwork indicated the patient died approximately 6 months post implant of the implantable cardioverter defibrillator (ICD) system. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 693558 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).